Event description:
It was reported that this pacemaker exhibited far-field oversensing from ventricular pacing on the right atrial channel. Technical services (ts) recommended programming changes to resolve. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited far-field oversensing from ventricular pacing on the right atrial channel. Technical services (ts) recommended programming changes to resolve. This device remains in service. No adverse patient effects were reported. Additional information was received that this patient was experiencing symptoms and complaining of fatigue. Programming changes were made, and it was noted that there was possible loss of right atrial capture. Ts reviewed presenting electrograms (egm) and noted farfield ventricular pacing signals on the atrial channel and recommended programming changes. This device remains in service. No additional adverse patient effects were reported.